Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following removal, a blood ball was found. After using the orion catheter for some time, the catheter was removed from the patient. Before reinserting into the patient, the physician rinsed the basket of the catheter in a bowl and noticed a small "blood ball" floating at the bottom. The physician made a comment that the substance was blood. He rinsed the basket to ensure cleanliness and continued with the case using the same catheter. No additional patient complications were reported and the patient's status is stable.